Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent operative hysteroscopy, dilation and curettage, laparoscopic assisted total vaginal hysterectomy, cystotomy repair, cystoscopy, and mid urethral sling placement on (B)(6) 2023 and mesh was implanted. The patient experienced mild intraoperative cystotomy that was repaired intraoperatively. The event was reported as not related to the study device but having a causal relationship with the study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: female, 76 kg , bmi:27.3. - name of index surgical procedure?: operative hysterescopy, dilation and curettage, laparoscopic assisted total vaginal hysterectomy, cystotomy repair , cystoscopy, mid urethral sling placement. - the diagnosis and indication for the index surgical procedure?: sui and pop. - were any concomitant procedures performed?: operative hysterescopy, dilation and curettage, laparoscopic assisted total vaginal hysterectomy, cystotomy repair , cystoscopy, mid urethral sling placement. - other relevant patient history/concomitant medications?: none. - what was the initial approach for the index surgical procedure?: operative hysterescopy, dilation and curettage, laparoscopic assisted total vaginal hysterectomy, cystotomy repair , cystoscopy, mid urethral sling placement. - were any concurrent devices implanted?: none. - were there any intra-operative complications?: yes , cystotomy was the complication. - were any deficiencies or anomalies noted with mesh device?: none. - please provide the symptoms/diagnostic confirmation/reason for the intraoperative cystotomy performed.: cystotomy was a complication of the vaginal hysterectomy operation. It was repaired intraoperatively. - what is the physician¿s opinion as to the etiology of or contributing factors to this event?: cystotomy is a common complication expected to happen around %1-3 of all vaginal hysterectomy surgeries. - what is the patient's current status?: she has no distress, no voiding problems and satisfied with the surgery. Her last visit at the clinic was on (B)(6) after the index procedure. - product code and lot number?: device identifier number: 10705031062375; lot number: 3944313. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - surgeon's name & facility name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - this medwatch report is being voided as the event of "intraoperative cystotomy" is no longer associated with the device.